Event description:
It was reported that the infusion set was leaking at the headset. The user reported that the leakage occurred with six infusion sets from the same box/lot. The user stated three infusion sets presented leakage on (B)(6) 2024, two infusion sets leaked on (B)(6) 2024, and one leaked on (B)(6) 2024.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states